Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to femoral periprosthetic fracture. An accolade ii stem, femoral head, and insert were revised to a restoration modular stem construct with cables, femoral head, and insert. Rep confirmed there are no allegations against the revised head or insert, and that no further information will be released by the hospital or surgeon.